Event description:
It was reported that during a scheduled vena cava filter retrieval, a detached filter limb was discovered embedded in the ivc. The filter and the detached limb were removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.